Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: d3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8808561 port allegedly had a fluid leak. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was 46-years old female and weighed 50 kg.

Manufacturer narrative:
H10: the lot number for the three reported malfunctions were provided, therefore the lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported fluid leak issue.based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: h6(device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8808561 port allegedly had a fluid leak. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was 46-years old female and weighed 50 kg.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8808561 port allegedly had a fluid leak. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was (B)(6) female and weighed (B)(6).